Manufacturer narrative:
The console was repaired in the field on august 28, 2018. It was noted that the laser power supply (lps) was out of order and had an electrical burn smell. There were no error messages noted. The laser automatically switched off and stated "good bye". The lps was replaced and the maintenance protocol was completed. The electrical safety test was performed and the laser passed. The laser passed all functional tests.

Event description:
It was reported that during the warming up of the console for a bph procedure there was an unusual noise that occurred along with a smell of smoke. The console then displayed "goodbye". The patient was not present when this issue occurred. The procedure was not completed due to this event.

Manufacturer narrative:
Product evaluation: the laser power supply (lps) was evaluated on november 27, 2018. The packaging in which the lps was returned was observed to be in good physical condition. One fuse was found missing on lps. The lps was connected to greenlight laser, the laser was powered on and no led was displayed on laser power supply due to one missing fuse. Based on the analysis results, the most probable investigation conclusion code of cause was traced to component failure.